Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Due to the gonarthrosis in the right knee, algia and instability of the knee, the tibial insert and patella prosthesis were replaced. Primary surgery took place in 2014.